Event description:
It was reported that the patient presented to the clinic with complaints of shortness of breath. Upon evaluation, it was determined that the patient¿s right atrial (ra) lead had failed to capture. The patient also experienced pectoral stimulation. An attempt to reposition the ra lead on (B)(6) 2025 was unsuccessful, as the lead repeatedly dislodged and could not be secured. The ra lead was successfully explanted and replaced. Although the new ra lead initially exhibited similar dislodgement issues, it was ultimately implanted successfully. The patient remained stable.

Manufacturer narrative:
The reported events of failure to capture, muscle stimulation and lead dislodgement were not confirmed by analysis. As received, a complete lead was returned in one piece for analysis. Final analysis did not find any anomalies except for procedural damage. No anomalies were detected.